Event description:
It was reported that the customer was hospitalized for high blood sugars. Bgs have been high for two weeks. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol.